Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of not passing the reprocessing washing cycle was confirmed due to clogged air/water channel. The device evaluation found the following non-reportable findings: distal end had deep dent and scratch, objective lens had tiny chips, clogged air/water channel, nozzle clogged, control body missing name plate, and adhesive on bending section cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope would not pass the washing cycle, like something was blocking it somewhere. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as no visible debris or foreign material was found. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer inspected the device prior to use. The device was appropriately precleaned without delay after the procedure. There were no abnormalities in the accessories used for reprocessing. Manual cleaning was performed within an hour after the procedure. The device was rinsed before manual disinfection. All scope channels connected with tubes when the scope was setting up into the automatic endoscope reprocessor (aer). The instrument/suction channel was aspirated with water using a suction pump. The following brush points were checked, instrument channel, suction channel, air/water valve, suction valve, and biopsy valve. The event can be detected by handling the device in accordance with the following IFU: -inspection of the endoscopic system olympus will continue to monitor field performance for this device.